Manufacturer narrative:
(B)(4): testing was unable to duplicate the reported issue of intermittent power, but the complaint was verified in the history. Power on resets were confirmed in the black box. A visible inspection of the pump showed no damage to the returned battery cap or the battery compartment. The returned cap is able to completely tighten to the pump with no visible yellow o ring showing. The pump was exercised for 24 hours with the returned battery cap, no power loss or rebooting was duplicated. No battery cap connection defects were observed during a battery cap functional test. The battery cap contact width and height were within specifications. Removed pump cover; no evidence of moisture or evidence of damage to battery flex or power circuit was found.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging an intermittent power issue with the pump. The patient claimed that the pump was powering off. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The yellow o-ring was not visible. There was no visible corrosion in the battery compartment. In addition, there was no visible battery cap damage. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.